Event description:
The customer reported that the bellavista 1000 was having an alarm 318 - inspiration valve failsafe failed or occlusion in inspiration and alarm 315 - "inspiration valve or device leaky". At this time, there was no information of patient involvement associated from this event.

Manufacturer narrative:
Vyaire medical file identification:(B)(4). The suspect device was not returned for investigation at this time. Therefore, root cause has not been determined yet. However, the customer stated that the oxygen sensor and mushroom were calibrated, followed by the insp valve test, and that after all previous steps and restarting the device, the vent is now working properly again, but the customer was advised to perform a full calibration and verification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation:vyaire medical was unable to confirm the issue as the reported failure is no longer reproducible. However, an inspiration valve test was performed 5 times and failed each time, but the final attempt went well with all steps passing. An attempt was made to contact the customer for the most recent logs, but there was no response. No CAPA needed as the issue is no longer reproducible.